Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2010 and (B)(6) 2011. Weekly pace lead impedance trend data shows max rv pace= 808 to 4640 ohms peak, between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that there was high impedance in the right ventricular lead which triggered a patient alert. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.